Event description:
The customer reported to olympus that the airway mobilescope displayed a cloudy image. There were no reports of patient harm associated with the event. The device was returned and an inspection at the repair center revealed, the coating of the image guide tube was peeled off (greater than or equal to one millimeter square). This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage of the objective lens, foggy image occurred. Additionally, the following events were identified: (a.) Due to a pinhole on the bending section cover, water tightness was lost, (b.) Due to a dent on the bending tube, the bending angle in the up direction exceeds the standard value, (c.) The control unit was sticky due to water leakage, (d.) The up/down plate was sticky, (e.) Deterioration or discoloration due to chemical stress during the cleaning disinfectant, and sterilization process, (f.) The image guide bundle had significant breakages, (g.) The connecting tube had a dent, and (h.) Due to damage on camera section, display does not move smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating at the insertion tube peeled off due to stress of repeated use, external factors, or handling of the device. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿section 3.6 preparation and inspection of the endoscope- inspection of the endoscope 1 move the camera section and lcd monitor slowly until it stops in each direction. Inspect that camera section and lcd monitor move smoothly, fix in any position, and not rotate inadvertently. 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3 inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 5 holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects hindering transnasal insertion and withdrawal or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. 6 using both hands, bend the insertion tube of the endoscope into a semicircle. Then, moving your hands. Confirm that the entire insertion tube can be smoothly bent to form a semicircle and that the insertion tube is pliable. 7 gently hold the vicinity of the distal end of the endoscope and approximately 20 cm from the distal end of the endoscope. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose. 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. 9 inspect the adhesives attaching the bending section cover to the insertion section for any irregularities such as deterioration, pitting, cracking, and peeling. Also, inspect the bending section cover for any irregularities such as bulges, swelling, scratches, and holes.¿ olympus will continue to monitor field performance for this device.